Event description:
After placing femoral line, physician pulled out guidewire with resistance. Wire came out suddenly and unwound. Wire stuck physician's left middle finger. Penetrated two pairs of gloves. Guidewire was contaminated with pt's blood. Possible transmission of infectious disease from pt to physician. No injury to pt. Injury to physician only.